Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while the nurse was setting up the device before use, it was observed that there was an error code 1104 "check vent: backup alarm failed" message that displayed. The device was replaced with a backup. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and could not duplicate the reported issue. The occurrence of "check vent: backup alarm failed" (1104) was observed on the event log, so the cpu board was replaced as a preventative recurrence. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. Tech verified that the alarm error code e1104 shows multiple times in the log. Neither the occurrence nor the error code e1104 could be duplicated at the product investigation lab during the boot up of the cpu pcba or standard test bed operation using the cpu pcba. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 394k ohms, verifying that ls1 is not shorted or open. Tech verified that ls1 (secondary speaker) functions with as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. Tech purposely generated an alarm condition by the temp disconnect of the pprox tube from the pprox port of the stb. The tech verified the alarm for pprox was generated as expected. Customer complaint has resulted in a no problem found.